Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Device analysis confirmed that the device did not charge efficiently with the original device battery. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. The results were consistent with the device battery causing the excessive charge time. The reported excessive charge times likely resulted from a spurious increased battery resistance induced by lithium-severing, a known failure mode for 35 joule batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had triggered end of service (eos) due to a long charge time. It was noted the device had been hovering near recommended replacement time (rrt) for sometime prior to the long charge time eos. It was additionally noted that the patient was known to be non-compliant with follow-ups. The device has been extracted and replaced. No patient complications have been reported as a result of this event.